Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement greater than 125 ohms. Review of the measurements noted an increase of 94 ohms to 127 ohms over the past 14 months. The clinical observation was documented, and the system remains in service. No adverse patient effects were reported.